Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a large volume infusor in which a leak was observed. According to the report, a home patient noticed that the medication, fluorouracil (5-fu), was leaking into the plastic container. The home patient observed that the fluid leaked out of the container and came in contact with skin and the bed sheets. The alleged defect occurred during infusion after an unknown amount of time had elapsed. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was performed on the reported lot with no deviations found.